Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and hypotension occurred. Ventricular fibrillation was noted and the valve was recaptured and withdrawn. Cardiopulmonary resuscitation (CPR) was performed, percutaneous cardiopulmonary support and an intra-aortic balloon pump were initiated. The pressure recovered and subsequently a cerebral infarction occurred. The patient was monitored. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that during cardiopulmonary resuscitation (CPR), pulmonary hemorrhage occurred. Following the pr ocedure, hypoxic ischemic encephalopathy was noted. If information is provided in the future, a supplemental report will be issued.